Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-3 (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. Dhrs (device history review) for the libre 2 reader was reviewed and the dhrs showed the libre 2 reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc freestyle libre 2 sensor did not alarm when glucose was low. The customer experienced unspecified symptoms of hypoglycemia, "made noises", and subsequently loss consciousness. The customer was taken to the hospital where he was diagnosed with hypoglycemia and treated with intravenous saline solution. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, and no issues were observed. The glucose value graph was analyzed. And all alarms presented were for glucose values below the threshold range. No malfunction or product deficiency was identified. If the sensor is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A customer reported, their adc freestyle libre 2 sensor did not alarm when glucose was low. The customer experienced unspecified symptoms of hypoglycemia. "Made noises", and subsequently, loss consciousness. The customer was taken to the hospital, where he was diagnosed with hypoglycemia. And treated with intravenous saline solution. No further information was provided. There was no report of death or permanent injury associated with this event.